Event description:
The hcp reported a pt being "a little more spastic" over the past couple of weeks according to the pt's mother. The hcp reports there has been no indication of full blown withdrawal. At the last refill the estimated reservoir volume was 3 cc and the actual volume of drug was 10 cc. The pocket remains free of any seroma or other abnormality. The drug used in the pump is baclofen. The flow rate is at 1196 mcg/day in bolus mode. Additional info has been requested but was not available on the date of this report.